Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('pathology report does not note finding any essure device') and caesarean section ('c-section') in a 29-year-old female patient who had essure (batch no. 838669-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included anesthesia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced amenorrhoea ("she had not had a menstrual period"). On (B)(6) 2012, the patient experienced genital haemorrhage ("irregular bleeding"), 1 year 1 month after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("she had not had a menstrual period since (B)(6) 2012/pregnancy"). On (B)(6) 2013, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), uterine mass ("she felt a lump in her uterus"), dermatitis contact ("could not wear fake or costume jewelry which often contains nickel it irritates and itches her skin"), vaginal haemorrhage ("abnormal bleeding") and pelvic pain ("pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, menometrorrhagia, uterine mass, caesarean section, amenorrhoea, vaginal haemorrhage and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered amenorrhoea, caesarean section, dermatitis contact, device dislocation, genital haemorrhage, menometrorrhagia, pelvic pain, pregnancy with contraceptive device, uterine mass and vaginal haemorrhage to be related to essure. The reporter commented: findings:right coils: 6, left coils: 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: non-patent fallopian tubes¿ as there was no evidence of spillage into the peritoneal cavity". Lot number reported (838669) is not valid. Most recent follow-up information incorporated above includes: on 8-jun-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('pathology report does not note finding any essure device') and caesarean section ('c-section') in a 29-year-old female patient who had essure (batch no. 838669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included anesthesia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced amenorrhoea ("she had not had a menstrual period"). On (B)(6) 2012, the patient experienced genital haemorrhage ("irregular bleeding"), 1 year 1 month after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("she had not had a menstrual period since (B)(6) 2012/pregnancy"). On (B)(6) 2013, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), uterine mass ("she felt a lump in her uterus"), dermatitis contact ("could not wear fake or costume jewelry which often contains nickel it irritates and itches her skin"), vaginal haemorrhage ("abnormal bleeding") and pelvic pain ("pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, menometrorrhagia, uterine mass, caesarean section, amenorrhoea, vaginal haemorrhage and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered amenorrhoea, caesarean section, dermatitis contact, device dislocation, genital haemorrhage, menometrorrhagia, pelvic pain, pregnancy with contraceptive device, uterine mass and vaginal haemorrhage to be related to essure. The reporter commented: findings:right coils: 6, left coils: 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: non-patent fallopian tubes¿ as there was no evidence of spillage into the peritoneal cavity". Most recent follow-up information incorporated above includes: on 2-jun-2021: medical record received. Reporter information, patient's demographics, essure indication and lot number added. Pregnancy details and reporter causality updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('pathology report does not note finding any essure device') and caesarean section ('c-section') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included anesthesia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced amenorrhoea ("she had not had a menstrual period"). On (B)(6) 2012, the patient experienced genital haemorrhage ("irregular bleeding"), 1 year 1 month after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("she had not had a menstrual period since (B)(6) 2012/pregnancy"). On (B)(6) 2013, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), uterine mass ("she felt a lump in her uterus"), dermatitis contact ("could not wear fake or costume jewelry which often contains nickel it irritates and itches her skin"), vaginal haemorrhage ("abnormal bleeding") and pelvic pain ("pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, menometrorrhagia, uterine mass, caesarean section, amenorrhoea, vaginal haemorrhage and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered amenorrhoea, caesarean section, dermatitis contact, device dislocation, genital haemorrhage, menometrorrhagia, pelvic pain, pregnancy with contraceptive device, uterine mass and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: non-patent fallopian tubes¿ as there was no evidence of spillage into the peritoneal cavity".. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. New events abnormal bleeding, pain were added. Events of genital haemorrhage and pregnancy with contraceptive device downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('pathology report does not note finding any essure device') and caesarean section ('c-section') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included anesthesia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced amenorrhoea ("she had not had a menstrual period"). On (B)(6) 2012, the patient experienced genital haemorrhage ("irregular bleeding"), 1 year 1 month after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("she had not had a menstrual period since (B)(6) 2012/pregnancy"). On (B)(6) 2013, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), uterine mass ("she felt a lump in her uterus"), dermatitis contact ("could not wear fake or costume jewelry which often contains nickel it irritates and itches her skin"), vaginal haemorrhage ("abnormal bleeding") and pelvic pain ("pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, menometrorrhagia, uterine mass, caesarean section, amenorrhoea, vaginal haemorrhage, and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered amenorrhoea, caesarean section, dermatitis contact, device dislocation, genital haemorrhage, menometrorrhagia, pelvic pain, pregnancy with contraceptive device, uterine mass and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: non-patent fallopian tubes¿ as there was no evidence of spillage into the peritoneal cavity". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('pathology report does not note finding any essure device'), genital haemorrhage ('irregular bleeding'), pregnancy with contraceptive device ('she had not had a menstrual period since (B)(6) 2012/pregnancy') and caesarean section ('c-section') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included anesthesia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced amenorrhoea ("she had not had a menstrual period"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), 1 year 1 month after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), uterine mass ("she felt a lump in her uterus") and allergy to metals ("could not wear fake or costume jewelry which often contains nickel it irritates and itches her skin"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, menometrorrhagia, uterine mass, caesarean section and amenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered allergy to metals, amenorrhoea, caesarean section, device dislocation, genital haemorrhage, menometrorrhagia, pregnancy with contraceptive device and uterine mass to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: non-patent fallopian tubes¿ as there was no evidence of spillage into the peritoneal cavity". Most recent follow-up information incorporated above includes: on (B)(6) 2019: summons received- new event she had not had a menstrual period were added. New reporters were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.